Event description:
It was further reported the patient underwent cardiac catheterization in (B)(6) 2004 and an unspecified taxus express2 stent was implatned in the obtuse marginal (om) branch of the circumflex (cx) artery. Approximately two and half years later, the patient suffered a heart attack and in-stent thrombosis was identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post- coronary drug eluting stenting treatment procedure, myocardial infarction and late stent thrombosis occurred. The target lesion location and lesion characteristics were not provided. On an unspecified date a taxus express2 stent was implanted in the patient. At some point post-procedure the patient experienced myocardial infarction and late stent thrombosis. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).